Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is experiencing discomfort as the device is exhibiting deflation issues which makes him to always have a partial erection. The patient states that the pump has become hard. The device remains implanted, and a possible revision surgery has been discussed if the device anomaly continues. No further details were provided.